Event description:
The customer alleges a material weakness of the drill as the cause of its breakage in the bone, without any possibility of removing the broken part from the pt.

Manufacturer narrative:
In previous, similar events it was determined that the drills fractured as a result of torsional and bending overload. No material defects were revealed in metallurgical analysis.